Manufacturer narrative:
Device evaluated by MFR.: magnified inspection identified a pinhole in the balloon material at the distal edge of the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no irregularities on the maarkerbands that could have contributed to the damage. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). A 1.50mm x 15mm emerge balloon catheter was selected to dilate the lesion. During the first inflation the balloon ruptured at 10 atmospheres (atms). The device was removed from the patient and the procedure was completed with a rotalink plus. No patient complications were reported and the patients status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). A 1.50mm x 15mm emerge¿ balloon catheter was selected to dilate the lesion. During the first inflation the balloon ruptured at 10 atmospheres (atms). The device was removed from the patient and the procedure was completed with a rotalink plus. No patient complications were reported and the patients status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).